Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During an angioplasty of the iliac arteries, it was reported that the a palmaz genesis opta pro was positioned in correct area of lesion. Balloon began inflation however burst at 2 atm of pressure leaving the stent in the artery with apposition to the wall. The operator went back with a different balloon and salvaged the stent by inflating and leaving the stent apposed to the arterial wall. Procedure was completed with a same/like device. There was no adverse impact to the patient reported. The device was discarded.

Manufacturer narrative:
Complaint conclusion: during an angioplasty of the iliac arteries, a palmaz genesis opta pro was positioned in the correct area of the lesion. The operator began balloon inflation however it burst at two atmospheres (2 atm) of pressure leaving the stent in the artery with apposition to the wall. The operator went back with a different balloon and salvaged the stent by inflating and leaving the stent apposed to the arterial wall. The procedure was completed with a same/like device. There was no adverse impact to the patient reported. The device was discarded. The device was not returned for analysis. A device history record (DHR) review of lot 15704475 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics may have contributed to the reported event but these are unknown. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.